Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide after a carotid interventional procedure using a 6f sheath. Reportedly, no blood flow was noted at the marker lumen. The account confirmed the marker lumen was not flushed prior to use. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: code 2017 - incorrect prep.